Manufacturer narrative:
The lead passed continuity testing on all channels. The root cause of the issue could not be determined.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03020. It was reported that patient¿s leads migrated. As a result, patient underwent surgical intervention where in the leads were explanted and replaced resolving the issue.